Manufacturer narrative:
Concomitant products: product ID 388928, lot # 0206451625, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the lead revealed the following: all conductors were broken 4.8 cm from the distal end of the lead.

Event description:
It was reported the patient¿s lead was explanted and replaced due to high impedances that were greater than 4000 ohms, a loss of stimulation or therapeutic effect and stimulation in the wrong location. It was stated x-rays and impedance testing had been done. It was noted they did testing directly on the device screws, the screws of the lead extension and lead. Reportedly, there was a good motor response however the patient indicated they therapy wasn¿t working anymore and they measured a high impedance of greater than 4000 ohms. It was stated the issue was resolved. It was noted the patient had indicated they did misstep out of a camper and after that they had a loss of therapeutic effect. Reportedly, the patient had less than 50 percent therapy relief and the location of the issue was the lead location. The patient¿s status was reported as no injury.

Event description:
Additional information received reported that the patient was doing fine and had successful therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.